Event description:
Merge hemodynamics displays, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2020, a customer reported to merge healthcare that the hemo system went down during a procedure. The physiolog tabs were grayed out and hemo imaging was blue. Information obtained from the customer revealed that the hemo monitor had to be rebooted to re-establish connection. The patient was sedated and the catheter remained in the patient's heart during this time. It took ten (10) minutes for the hemo system to be accessible again. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the customer confirmed the procedure was completed successfully after the reboot. Troubleshooting efforts between the customer and merge technical support are ongoing. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 05/12/2020. As a result of this issue, the hemo pc fru (p/n 99999-3583, s/n (B)(6) was received by watson health imaging for evaluation. Testing results showed that the same s/n unit was returned as the software became corrupted during install. The unit's hard drive was wiped of all phi and then reloaded. The unit was tested and passed testing according to hemo-4295 rev 7 (hemo pc production build and test procedure) as well as system diagnostics and passed. The unit ran for two (2) days without issue. A review of dell website found that the unit's warranty expired on 2019may20. Additionally, hemo pc fru (p/n 99999-3583, s/n (B)(6) was received by watson health imaging for evaluation. Testing results showed that the freezing issue was caused by an outdated serial card. The unit was upgraded with a lava style card according to hemo-7077, update install instructions. In addition, the unit's hard drive failed diagnostic testing and was wiped of all phi prior to replacement. Software was reloaded and the unit ran for three (3) days without issue. The unit passed testing according to hemo-4295 rev 7 (hemo pc production build and test procedure) as well as diagnostic testing. The unit was then returned to service stock. A review of dell website found that the unit's warranty expired on 2019dec17. Additionally, the 2-channel vga video splitter (p/n 99999-3031, s/n (B)(6) was received by watson health imaging for evaluation. Testing results showed that the returned unit was outdated and obsolete. It was subsequently scrapped by watson health imaging. No further action is required. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue. Revised information contained in this supplemental report includes the following: g4 date new information received by manufacturer. G7 indication that this is follow-up report 001. H1 indication of malfunction as reportable event. H2 indication of additional information. H3 indication that device evaluated by manufacturer. H6 evaluation codes: method code: 10: testing of actual/suspected device. Result code: 628: communications problem identified. Conclusion code: 4307: cause traced to component failure. H10 - indication of additional manufacturer information is contained in this follow-up report.